Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced per the micron battery advisory. There were no performance allegations against the device.